Event description:
Customer stated "she got a spark by the plug." The product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without presence of product, bce cannot make any further determinations.